Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00188. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer on the v60 indicating that the navigation ring was not working during preventative maintenance service. The customer reported that on screen parameter changes via touchscreen are good, and requests nav ring/ front bezel replacement. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The investigation is ongoing.

Manufacturer narrative:
H10 the customer requested a navigation ring/front bezel replacement. Onsite service was performed. The customer confirmed that the device was repaired through replacement of the device¿s front bezel with navigation ring. The device passed required performance verification tests per philips standard and was returned to service. H11:updated contact information, contact office entity, and manufacturing site. H10: all information from the follow-up report #2031642-2023-00188 has been transferred to this report.